Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that on (B)(6) 2020, during a bronchial fibroscopy on a mechanically ventilated patient, the patient had a major desaturation with an oxygen saturation of less than 20% and there was no audible alarm on the viridia 24/26 component monitoring system. However, the alarm was announced at the central station. The patient had a major desaturation with an oxygen saturation of less than 20%.

Manufacturer narrative:
H3 and h6: the reported issue was investigated via remote support by a philips remote service engineer (rse). There was no delay in treatment. The biomed at the customer site found that the volume level of the viridia 24/26 component monitoring system was lowered to 15. The customers biomed increased the sound level to 45 now they can hear the audible alarms on the monitor. All alarms were announced as expected and there was no trouble found with the monitor. There was no product malfunction, the device was working as expected. This case was determined to be a user issue. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.